Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection noted separated tubing from the dark blue connector. Functional testing including eight psi underwater pressure test, clear passage test and clamp function test were performed and noted leak through the tubing separation. The reported condition was verified. The cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had a leak during peritoneal dialysis therapy. The tubing disconnected from the clamp and leaked fluid onto the patient. The patient was brought to the hospital and initiated antibiotic therapy as a precaution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.